Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo ventilator. The alarm occurred when the patient turned the power on after lunch. The device was replaced. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log relating to a machine flow sensor drive that was above specification levels and duplicated during operational checking. The service technician replaced the flow sensor to resolve the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo ventilator. The alarm occurred when the patient turned the power on after lunch. The device was replaced. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.